Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5165392 received through the FDA medwatch program stating "indication: chronic inflammatory demyelinating polyneuritis. Patient's mom reported that the IV scig 26g 6mm high flo needles had something brown inside. Mom stated the patient did not use those needles. They were thrown away when she saw that it was inside needles. Unknown if patient missed a dose. Unknown if adverse event occurred. No additional information available. Lot number and expiration date were unknown as not reported. Reported to (B)(6)." The report lists IV scig 26g 6mm high flo as the device involved in the event. The initial reporter (cvs) does not track lot numbers of this device in their system. In addition, the number of needles on the needle set is unknown since it was not reported. Therefore, model number, lot number, and UDI is unknown for the device listed in this report. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.